Event description:
Endoscopic submucosal dissection (esd) was performed underwater by attaching this device to the tip of an endoscope. When a high-frequency current was applied to the high-frequency device, a slight burn (bleaching) occurred on the mucous in an arc along the tip shape of this product in contact with the mucous. The physician determined that the burns were minor and did not require treatment.

Manufacturer narrative:
The physician concluded that the burn was confined to the mucosal layer and did not involve the muscular layer, and therefore, did not require treatment and was not a serious injury. The event is non-serious. However, because the mechanism by which the burns occurred is unknown, it was determined that an MDR was necessary because of the potential for a serious injury if the event recurred. A supplemental report will be submitted pending investigation results.

Manufacturer narrative:
Reproduction experiment was conducted under the same underwater conditions in which this event occurred. As a result, burns along the tip shape of this product in contact with the mucous were reproduced. However, under aerial conditions, no burns occurred. This suggests that the leakage of high-frequency current into the water was a contributing factor to the burns. No other facility reported the same information.